Manufacturer narrative:
The insulin pump was unable to prime during prime test due to faulty force sensor resistor. No motor error alarm noted. The motor passed motor test, idle current test, run current test, self-test, off no power test, error test, basic occlusion test and displacement test. We were unable to perform occlusion test and no delivery test due to prime anomaly. The insulin pump received with minor scratched display window, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called to report that the insulin pump alarmed motor error. Customer's blood glucose levels were not included in the report. Product is being replaced.